Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user announced a routine breakfast, experienced a brief postprandial rise, and subsequently developed hypoglycemia with a lowest blood glucose of 53 mg/dl; device data indicated automated insulin delivery suspension occurred approximately 40 minutes before the low and no corrections were delivered, and the user treated with oral carbohydrate while receiving troubleshooting and education on the 15/15 rule. Symptoms included hypoglycemia. Outcomes included temporary blood glucose outside the target range for about 30 minutes without need for medical intervention. Investigation included review of device reports and user interview. Investigation of this case revealed no device malfunction, with automated safety features functioning as designed, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable.